Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the scope cannot be recognized even if it is connected due to a malfunction in the slide switch mechanism of the scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the scope socket was faulty and the scope detect mechanism was not engaging when the scope was connected. Also, evaluation found the front panel was slightly discolored and a non-olympus lamp had 100 or more hours. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the high intensity switch of the visera 4k uhd xenon light source was not engaging properly when the scope was connected during the procedure. No error messages were displayed as the high intensity light would not turn on without using a work around to engage the switch. The doctor had to use paper and tape to secure the cord to engage the switch. The procedure was prolonged for an unknown amount of time. There was no medical intervention and the procedure was completed with the device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the switch was not engaging. The report is being submitted due to the defect found during evaluation.